Event description:
It was reported the doctor was dilating a gastric tract and the balloon ruptured leaving behind part of the balloon and the other half on the shaft. No pt injury was reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample has not been received at the manufacturing site for evaluation to date. This application represents an off-label use for this device. The current instructions for use (IFU) for this device states the conquest pta balloon dilatation catheter is recommended for use in percutaneous transluminal angioplasty of the femoral, iliac, and renal arteries or synthetic arteriovenous dialysis fistulae.